Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified, moderately tortuous left antebrachial artery shunt. The physician advanced a 4.0 x 40mm x 80cm sterling balloon catheter to the lesion, inflated to 10 atm, the balloon ruptured on the first inflation. The procedure was completed with another of the same device. No complications were reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).